Event description:
A physician reported that while treating a pt in the nasolabial folds on 05/11/99 the collagen leaked out at the hub of the syringe and adg needle and splattered onto the pt's face. The collagen did not go into the pt's eye, and the needle did not disengage. Neither the pt nor the medical staff were injured and no medical intervention was required.